Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display w/ moist) issue. It was reported that there was moisture behind the display. The reporter indicated that the display screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, evidence of moisture ingress was observed in the battery compartment. During testing, the pump powered on and the display screen remained blank; the complaint of lines through the display could not be adequately investigated due to the blank screen. A leak test was performed and failed due to a leak in the battery compartment and a crack in the casing near the display. The pump case was removed, and evidence of moisture ingress was found on the display lens and printed circuit board. Additionally, the battery compartment was observed to be cracked.